Event description:
The customer reported an x2 giving the message "faulty speaker" and that, sounds at the bed are "absent¿. The device was not in clinical use at the time of the alleged malfunction. There was no report of patient/user harm.